Event description:
It was reported that during a lap sigmoidectomy, the clip ejected and was not fed into the jaws from the 1st firing. Some clips could be fed into the jaws, but scissoring occurred when the clips were fired. These events occurred repetitively. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaw. The device was returned for analysis empty and locked out. Upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received. Which firing of the device did this event occur on? ---1st. What vessel or structure was the device fired on at the time of the event? ---no information. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information.